Event description:
A patient/layperson spoke with a customer care advocate, cca, in 2007 because her onetouch ultra meter had reverted to the set up mode. The cca learned that the patient had replaced the battery approximately a week before, after which the meter reverted back to the set up mode. Although the issue was resolved with training, all products were replaced. This senior medical affairs specialist spoke with the patient on sixteen days later. Approximately nine days prior to original date, the meter reverted to the set up mode. Because the patient did not know how to reset it, she stopped testing but continued taking her daily insulin regime. One day while at work during that month, the patient "got real shaky" at 10:15 a.m. And self treated with orange juice. That morning she had taken her usual 15r and 40n between 6:00 and 6:30 a.m and had eaten toast and coffee. On original date, the patient sough help from a pharmacist with the meter. The pharmacist advised her to call customer service, which she did as noted above. Because the patient claimed she was unable to test her blood glucose, experienced hypoglycemia, and self treated, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report .